Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument failed the recognition test when checked on an in-house system. The system failed to recognize instrument on multiple installation attempts. Additional observation not reported was that the distal end of the main tube exhibited hairline cracks in the axial direction. The customer reported complaint does not itself constitute a reportable event; however, the main tube hair line cracks found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the robot doesn't recognize the monopolar curved scissors instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.